Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a therapeutic video-assisted neck surgery procedure, the tissue pad of their sonicbeat device peeled. The procedure was successfully completed with a back-up olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic video-assisted neck surgery procedure, the tissue pad of their sonicbeat device peeled. The procedure was successfully completed with a back-up olympus device. There were no reports of patient harm.